Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and broken belt clip slot. During visual inspection insulin pump lcd window is scratched and not cracked, as reported by user.

Event description:
It was reported that the insulin pump had a cracked display screen. The customer did not know the blood glucose reading. She also reported that there was a piece missing on the insulin pump where the belt clip was supposed to lock onto. She was unsure how the damage had occurred, but she noted that she had been dealing with the cracked display for about a year. She stated that the crack was located between the time and reservoir icon. Advised replacement of the insulin pump. Nothing further reported.